Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have a partially fractured main tube at the distal end. Components adjacent to this broken main tube show damage which may indicate potential mishandling. There were missing pieces of the broken main tube, but the size of the missing pieces cannot be confirmed. Additional observation(s) related to customer reported complaint: the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. No evidence of complete separation or missing material from the proximal clevis was observed. The instrument was also found with a bent main tube. The bending damage was located at the proximal end of the main tube. Components adjacent to this bent main tube show damage which may indicate potential mishandling/misuse. Inspection was found to have the main tube broken the distal end. Additional unrelated observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument broke at the base. The procedure was completed with no reported injury.